Event description:
It was reported that a patient incurred a ¿wet tap¿ during an implant procedure. It was stated that they had been able to trial at amplitudes within normal limits. It was stated that once the case was completed the patient complained of ¿pricking painful situation¿ on the left leg. It was stated that the patient remained in house overnight. It was stated that the next day ((B)(6)) the patient was seen by a second manufacturer¿s representative who decreased amplitude of stimulation to the left leg. It was stated that the patient had been treated by the healthcare professional (hcp) with gabapentin and mso4. It was reported that once stimulation amplitude had been decreased the patient seemed to be better as stated by the manufacturer¿s representative. It was reported that on (B)(6) the hcp decided to send the patient for a CT scan and it was determined that the leads were ¿either subdural or intrathecal¿ and it was planned to remove the existing leads and replace them with two new leads tomorrow. It was reported that a surgical revision was planned for (B)(6). The event involved hospitalization in addition to the planned explant, replacement, and surgical intervention. It was reported that reprogramming was performed. It was stated that impedance testing and x-rays were performed. It was reported that the patient had pain, spasm, and less than 50% therapy relief in the left leg. Additional information received reported that the CT scan on (B)(6) determined that the lead was subdural or intrathecal. It was stated that the patient returned to surgery on (B)(6) 2014 for revision, but they were unable to proceed with the implant. It was reported that the battery remained implanted and the patient would likely be sent for consult with ortho spine/hcp for a potential surgical lead patient.

Event description:
Additional information received reported that the replacement did occur on (B)(6). It was stated that the patient was receiving effective therapy post replacement. It was noted that no devices would be returned to the manufacturer.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that there was not a 50% or greater symptom reduction. It was stated that reprogramming was not required, but a lead replacement was scheduled for (B)(6) 2014. It was stated that the patient recovered without sequela but was not receiving effective therapy. It was reported that the device would not be returned to the manufacturer. Previously reported information was provided. It was clarified that the patient was currently awaiting procedure and the information about the patient¿s recovery from surgery was not applicable.